Event description:
Technician alleged that the bed hydraulic manifold black is not working. The head of the bed will not stay up and is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician found the hydraulic manifold block is leaking internally. The technician replaced the hydraulic manifold block to resolve the issue.